Event description:
A report was received from a doctor in germany that a memorylens had been implanted in the patient's right eye in 1999. The doctor explanted the lens in 2001 because "the transparency of the lens decreased so that the patient's vision was limited". The lens was replaced with a pmma lens. There were no complications reported during the explant/implant procedure. The doctor stated that he felt this incident was lens related.